Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly cr insert trial . A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary case while trialing for the poly, the trial cracked but was still intact so no debris needed to be removed from the patient. Surgery was completed successfully. A back up was available, no delay in surgery.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual inspection confirms the reported crack. No patient medical records were returned or made available for review. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. The reported event regarding a cracked triathlon standard insert trial was confirmed.

Event description:
It was reported that during a primary case while trialing for the poly, the trial cracked but was still intact so no debris needed to be removed from the patient. Surgery was completed successfully. A back up was available, no delay in surgery.